Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a femur fracture procedure using retrograde femoral nail. During the procedure, an incorrect protection sleeve was used and the screws missed the nail leaving a small hole in the nail. The screws were removed. The surgeon inserted the correct protection sleeve, drilled and inserted screws. There was a five (5) minute surgical delay. The procedure outcome is unknown. There was no patient harm. This complaint involves four (4) devices. This report is for one (1) 11.0mm/8.0mm protection sleeve 188mm for asls. This is report 1 of 3 for (B)(4).